Event description:
It was reported that during a first obtuse marginal coronary artery intervention the lesion was successfully pre-dilated from 95% stenosis to about 20%. Multiple wires were tried to help the 3.0x18mm xience xpedition stent cross, including an abbott hi torque wiggle 190cm, which became entangled during advancement. All wires were removed as one unit. The patient was re-wired and it was noted that there was a dissection or irregularity in the distal vessel. Eventually the 3.0x18mm xience xpedition was able to cross and was placed distal to the lesion, treating the dissection or irregularity. A 3.0x15mm xience xpedition met resistance during advancement, but was successfully implanted in the lesion, and per angiography was overlapping the previously implanted stent. However, per intravascular ultrasound, the stents were not overlapping. It is unknown if the 3.0x15mm stent moved after implantation. Post procedure, the patient experienced a significant, but non-serious elevation in cardiac enzymes, greater than 5 times the normal upper limit, reportedly due to the difficult procedure. The patient also experienced some non-serious angina. No treatment was provided and one day post procedure, the patient was discharged home. Three days post procedure, the enzyme elevation was noted to be resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo .035 150cm glidewire angled; boston scientific 5fr angled pigtail; abbott .014 allstar 190cm; abbott whisper 190cm, abbott hi torque wiggle 190cm; medtronic .035 145cm j. Stent: xience xpedition. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The unk guidewire and xience xpedition referenced are being filed under separate manufacturing report numbers.